Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven and half year¿s post filter deployment, CT revealed an angulated appearance of the ivc filter with some prongs protruding out of the lumen of the ivc contacting the adjacent aorta. Approximately a month later, CT revealed there were multiple small intraluminal filling defects in the upper and lower lobe branches of the right and left pulmonary arteries suggesting bilateral pulmonary emboli. Subsequent venogram revealed there was a heavy thrombus burden in the intracranial fashion within the filter. Eventually two days later, infusion thrombectomy revealed thrombus trapped within the ivc filter had resolved as well. There was no evidence of filter migration, but filter tilt was appreciated, however. A small amount of residual chronic thrombus versus admixture from laminar renal vein flow at the renal level ivc just above the filter could not be excluded. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.